Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 30 mg/dl. The customer reported hypoglycemia, depression treated with glucose/carb intake, ems/ambulance/ER visit, no treatment. The event involved product(s) mmt-342g, mmt-7040a, mmt-1884, mmt-441aj. Troubleshooting was performed and customer is reporting hypoglycemia with over delivery anomaly. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. No product return is required for mmt-342g. No product return is required for mmt-7040a. It was unknown whether the customer will continue use of the device. No product return is required for mmt-1884. No product return is required for mmt-441aj.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that he had depression and had tried to give himself too much insulin by taking out the reservoir and manually pushing insulin through the tubing. He had a low blood glucose and the paramedics arrived and gave him glucose water intravenously and took him to the emergency room on (B)(6) 2024 at 9pm for a low blood glucose of 30mg/dl. Customer also ate food to treat the low. Customer had changed the time and date after the event from october 12th to november 12th. So, the date on the carelink report for the event would be october 11th instead of november 11th. Customer declined further troubleshooting. Pump was used within 48 hours of the low but customer had removed the reservoir from the pump and gave a bolus manually by pushing insulin through the tubing. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.